Event description:
The caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step. There was no reported impact to the customer¿s blood glucose level as the customer declined to provide this information. The customer followed instructions to disconnect the tubing and attempt filling multiple times without success. Despite guidance from technical support to fill and load a new cartridge, the issue persisted. The infusion set and cartridge were replaced for a third time, allowing the customer to successfully resume insulin therapy.